Event description:
Home health nurse, states curlin pump is showing motor stalled error whenever infusion starts. Nurse will infuse via gravity. Serial number (B)(6). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. If yes, was the patient able to successfully continue their infusion? Yes, via gravity. What is the outcome of the event? Resolved.